Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the rep called in to the office to silence the patient's pump alarm that had been going off with an empty reservoir. The rep was unsure if the patient intentionally discontinued therapy or if it was decided upon with the physician. The rep stated that per the patient, the pump had been empty and alarming for years but the rep stated she was told 9 months. Technical services walked the rep through silencing the pump alarm and updating reservoir volume falsely/setting to minimum rate since the patient had not decided if she wanted to continue therapy or not. The rep stated she needed to talk to the patient's son and see if she would resume therapy or permanently shut down pump. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep communicated with the physician's office about what was done. The rep stated that it was unclear how long or why the pump ran dry. The patient was deciding whether she wanted to continue therapy and get the pump replaced. The patient was discussing this with her son and then the physician. The rep indicated that the pump would reach eri in the next few months and when that alarm occurred, they would make a decision. The low reservoir alarm was not activated as the pump through there was saline in there and it was running at minimum rate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.